Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported in 2013 a type ia endoleak occurred after the endurant branched main placement. A non mdt aortic cuff was implanted. It was reported after that, that the non mdt cuff migrated and had fallen to the flow divider portion of the endurant branched main. Per the physician the cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported the endurant stent graft system was implanted on the (B)(6) 2013. Enbf2316c166ej+en lw1610c124ej were implanted I the right side and enlw1616c82ej+enlw1624c124ej were implanted in the left side at that time. An intervention was performed on (B)(6) 2022 to treat the type ia endoleak where ettf3232c70ej (v30764152) was used to cover both renal arteries. The type 1a endoleak resolved by placing the device directly below the sma. It was reported that on (B)(6) 2019 the patient was treated for a type ib endoleak in the left leg enlw1624c124ej. (Used non-medtronic devices). Since the diameter of the aneurysm was also enlarged, it is believed that the main body graft may have migrated distally into the aneurysm sac as the diameter of the aneurysm expanded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.